Event description:
Related manufacturer report number: 2916596-2023-01123 it was reported that the patient passed away on (B)(6) 2019. The cause of death was not provided; however, the account stated it was not device or therapy related. The patient was on biventricular assist device (bivad) support, with a left ventricular assist device (lvad) and right ventricular assist device (rvad) implanted. The account reported that the patient had elevated pi values and an increased frequency of pi events on the lvad. Analysis of the lvad log files revealed 122 pi events captured within an approximate 1-hour time period on (B)(6) 2019. Analysis of the rvad log files revealed a 3 second pump stop on (B)(6) 2019 consistent with a pump reset due to an electrostatic discharge (esd) event.

Manufacturer narrative:
The patient death was reported under related manufacturer report number 2916596-2023-01123. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop associated with electrostatic discharge (esd). Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The controller event log file contained events from (B)(6) 2019 through (B)(6) 2019. One transient pump stop event was captured on (B)(6) 2019, while the patient was connected to the power module. This event lasted for 4 seconds and appeared to be consistent with a pump reset due to an electrostatic discharge (esd) event. Following this event, the pump regained speed and resumed normal operation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. It was later reported that the patient ultimately expired on (B)(6) 2019. Details regarding the patient outcome, including the cause of death, were unable to be provided; however, the death was reportedly not considered to be device related. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU and sections 1 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop. These sections also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix b of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.